Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had received a driveline fault alarm after switching to a new system controller several weeks ago. The alarm was cleared and the patient had no other issues until recently. The vad coordinator received a phone call form the patient stating that they were getting low speed advisory alarms when attached to the power module (pm) but not when on battery. The patient was admitted and a work-up for suspected percutaneous lead fracture began. An attempt was made several times to download log files but the system monitor (sm) would not display any information. The vad team attempted to try another pm and sm and new cables but were still unable to access/download stored data. The system controller was exchanged with another system controller and no further alarms were experienced. Percutaneous lead (lead) x-rays were obtained, but did not suggest evidence of an issue with the lead.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report wil be submitted when the manufacturer's investigation is completed.